Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014, resulting in a hypoglycemic event. Patient was having lunch with a friend who noticed patient was responding abnormally. Patient's blood glucose (bg) levels were checked. Bg levels were low and patient consumed juice. Patient responded to juice and continued luncheon with friend. Patient reported taking insulin and eating watermelon. Paramedics were not called and patient lives in assisted living conditions. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. Patient reported to dexcom technical support a current condition of feeling ok, but felt their response time is slow.